Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A service history review was attempted. The investigation of the complaint articles has shown that: service history review: part no: 388.45, lot no: t933248, no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 9-apr-2009. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the service and repair documented: a screw of a bar holding forceps for 3.5mm bar broke. The event was not found during a case and no patient involvement reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the screw was broken. The repair technician reported the leaf spring screws was loose/missing. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: spring retention screw (2), scroll spring. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed.device was used for treatment, not diagnosisif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.